Event description:
The customer reported discrepant beta human chorionic gonadotrophin (bhcg) results, for one patient, involving the access total sshcg assay used in conjunction with the unicel dxi 600 access immunoassay system and access total sshcg calibrator. An initial result of 877 miu/ml was obtained from the second sample. Subsequent analyses of the same sample, on an alternate and original instrument, recovered lower results of 4.92 miu/ml (alternate instrument), 4.72 miu/ml, 6.37 miu/ml, 4.86 miu/ml, and 5.05 miu/ml, respectively. The original result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer stated a previous sample collection from (B)(6) 2013 recovered a total bhcg result of 10.42 miu/ml, and a collection from (B)(6) 2013 recovered a total bhcg result of 0.80 miu/ml. The customer stated the sample was collected while the patient was receiving a blood transfusion. The patient's sample was collected in a 13x100 plasma or serum tube and centrifuged at 4,000 rpm (rotations per minute) for five minutes, at room temperature. The sample was stored for less than one hour at room temperature between collection and analysis. Two system checks were performed; the first failed but the second passed. The customer noted quality control (qc) passed within ranges for all levels between (B)(6) 2013. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of four referencing the event date noted.

Manufacturer narrative:
There is no indication that the access total sshcg device was returned for evaluation. The field service engineer (fse) performed all system tests and did not note any instrument issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-00707, 2122870-2013-00708, 2122870-2013-00709, 2122870-2013-00710.